Event description:
Olympus was informed that during a transurethral resection of bladder tumor (turbt) procedure, an unidentified resectoscope had been inserted into the pt and while the surgeon had turned away to look at the back table, the referenced device reportedly had fired without depressing the foot pedal and the pt's bladder was said to have been perforated. The procedure was reportedly aborted.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info. The user facility reported that the perforation occurred at the beginning of the procedure and the users reportedly were using the bipolar mode with cut set at 280 and coag at 140 which were the default settings. The user facility reported that the foot pedal of the referenced unit was not being depressed at the time when the pt's bladder was burnt and an unidentified catheter was said to have been placed in the perforation site for it to heal on its own. The intended procedure was said to have been aborted. The device referenced in this report has not yet been returned for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.